Manufacturer narrative:
H.6. Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. H3 other text : see h.10.

Event description:
It was reported that 5 bd posiflush¿ normal saline syringes "squirted" saline solution onto the staff during use while flushing their IV lines. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "pre-filled flush syringe "squirted" fluid back onto staff when IV flushed. No hazardous drug exposure occurred."

Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k161552 ((B)(4)), PMA / 510(k)#: k141311 ((B)(4)). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd posiflush¿ normal saline syringes "squirted" saline solution onto the staff during use while flushing their IV lines. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "pre-filled flush syringe "squirted" fluid back onto staff when IV flushed. No hazardous drug exposure occurred."